Event description:
It was reported that a vns patient had received "abnormal lead" diagnostic results and was experiencing an increase in seizures. X-rays reviewed by the manufacturer revealed what appeared to be a gross lead discontinuity at the connector pin as well as excessive twisting of the lead body, suggesting possible patient manipulation, above this point. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed gross lead discontinuity. Device failure occurred.